Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not suspending when the customer was low. The customer's sensor was reading 151 mg/dl and the meter was at 179 mg/dl, the customer bolused and the pump recommended for them to bolus again after a 6.4 unit bolus. The customer also reported an unresponsive pump button. The customer uses liquid sugar to treat their lows, but the pump keeps delivering even when they're low. The customer has also been having highs the last 3 to 4 days before the call, and cannot seem to take enough insulin to bring down their blood glucose level. The customer had sensor glucose alerts and low battery alarms in the pump history. Troubleshooting was not completed as the customer declined. The customer had called previously to report the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08755 inches. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.